Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital. Pump was placed into storage mode as intravenous insulin was administered to manage blood glucose. There was no reported impact to customer's blood glucose. Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, no reply was received.